Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 311 mg/dl when compared to a laboratory comparison of 148 mg/dl. These values when plotted on a clarke error grid fall into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.